Manufacturer narrative:
The report of suspected device thrombosis cannot be confirmed. The pump is being retained by the hospital. If the pump is returned, the complaint file will be reopened, and the device will be evaluated. A log file from the time of the reported event was submitted. The log file contained approximately 13 days of data, spanning from (B)(6) 2019 18:16 to (B)(6) 2019 02:30, which captured elevations in pump power and calculated flow. Pump power ranged from 4.4 watts to slight elevations as high as 16.8 watts, while pump flow ranged from 3.0 lpm to elevations as high as 12 lpm. Avg. Pi ranged from 2.7-7.1, respectively. Based on complaint history, elevations in power and flow, coupled with elevated ldh could be indicative of potential device thrombosis; however, a specific cause for the events cannot be conclusively determined as the device was not returned for evaluation. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with high pump power and flow as displayed on the system controller. Lactate dehydrogenase was high, and log files confirmed the power and flow spikes. The patient was reported to have dark colored urine. The healthcare providers suspected pump thrombosis and exchanged the pump. The exchange went well and the patient was reported to be recovering in the intensive care unit. No further information was provided.